Event description:
On (B)(4) 2013, patient reported he was hospitalized with diabetic ketoacidosis after insulin leaked from his infusion site. He woke at 4:00 a.m. On (B)(6) 2013, and his blood glucose was over 500 mg/dl. His target is 120 mg/dl, and he was unable to lower his blood glucose by delivering a correction bolus. He noticed his infusion site was wet, and he disconnected the infusion device and delivered an injection. He tested positive for ketones, and he went to the hospital and was admitted. He was treated with an IV of insulin and fluids and was discharged from the hospital on (B)(6) 2013. He restarted infusion device therapy at that time. The infusion set in use was a competitor's product and will not be returned for evaluation.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specifications, the complaint could not be replicated. Production reports were reviewed. (B)(4): device was not returned to manufacturer.